Event description:
On (B)(6) 2012 the (B)(6) contacted our (B)(4) affiliate regarding a report of fungal keratitis with a corneal opacity which was initially submitted by cooper-vision and acuvue 2 contact lenses (cl) was mentioned in the report. Coopervision provided info to our (B)(4) affiliate about the event. The pt reportedly removed a biofinity cl from the left eye (os) by force as it was difficult to remove. On (B)(6) 2012 the pt saw his/ her eye care professional (ecp) and diagnosed (dx) with "minor keratitis" with symptoms of redness, pain, corneal staining and eyelid swelling. Treatment (tx): generic intal and vigamox eye drops for 3 days "because it was slight." The pt was instructed to discontinue cl wear for 3 days. "The pt insisted that (he/she) would feel inconvenient without cl because (his/her) pwr was high. The ecp provided his/her with acuvue 2 which had the effect of bandage because biofinity is difficult to remove from eyes." On (B)(6) 2012 the pt visited another ecp complaining of pain os; the pt was not wearing cl at that time. Tx: on the morning of (B)(6) 2012, antimicrobial drops for opacity (antimicrobial eye drop is unk). On the afternoon of (B)(6) 2012, the opacity extended. The ecp started tx for fungal keratitis: miconazole and vfend eye drops qlh. Strict instruction to discontinue cl wear. Corneal epithelium disorder, suspected fungal keratitis. The pt returned for follow-up everyday between (B)(6) 2012, then on (B)(6) 2012. The pt resumed cl wear on (B)(6) 2012 and recovery was confirmed on (B)(6) 2012. The corneal opacity was described as being large and in the central cornea. The pt's visual acuity was not provided. The cl solution was not provided. The pt was wearing the acuvue 2 cl for 3 to 4 days prior to the dx. It is unk if the onset of fungal keratitis was related to cl wear or specifically acuvue 2 cl wear as those lenses were worn for 3 to 4 days. This event is being reported as a worst case. No product or lot number info is available. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No evaluation will be performed. No conclusion can be drawn.